Manufacturer narrative:
The patient had the implantation procedure in either the medical center of (B)(4) located in (B)(4) or the (B)(4) center located in (B)(4). The exact hospital is not known.

Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure in (B)(6) 2004 or (B)(6) 2004 (exact date unknown). According to the complainant, the patient experienced complications, but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.